Event description:
Reporter alleged customer obtained a blood glucose value of 91 mg/dl while experiencing low blood glucose symptoms. Reporter stated customer was given orange juice and emts were summoned. Emts were reported to have arrived 15 mins later, at which time a blood glucose value of 51 mg/dl was obtained on a professional meter; oxygen was administered and the customer was transported to the hospital where he was treated with an IV of unk contents and food. The customer was released the same day. A request was made for the return of the suspect device and replacement product was sent.